Event description:
Surgery date 2001. During the procedure, the left iliac vein was sheared. It is unknown how the vein became sheared or if medtronic sofamor danek instruments or implants were the devices that sheared the vein. Plaintiff received 29 units of blood due to blood loss. Plaintiff had to undergo additional surgery 6 days later to repair damage as a result of the injury.